Event description:
It was reported the battery depleted after "only a year and a half". A return of symptoms was reported. Patient was waiting to schedule replacement surgery. Additional information has been requested.